Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported the unit would not power on. Customer reported that there was no patient involvement.

Manufacturer narrative:
Through follow-ups, key market (km) indicated that the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and checked the unit and found the unit was showing ventilator inoperative (vent inop) with error code message of air valve liftoff failure. The fse reset the connection properly and the unit is working fine. The unit was returned back to service.